Manufacturer narrative:
Film evaluation summary the exact cause of the reported implantation difficulties, inability to deflect the tip and correctly orient the endoanchor, could not be determined from the pre-implant films returned. Films during implant were not available and images during the event could not be assessed. A pre-implant 3d-CT film report revealed that the patient had an hour-glassed shaped proximal neck, that ranged in diameter from 39 ¿ 32 ¿ 28 ¿ 36mm along the 3cm length. The neck contained moderate levels of thrombus with scattered calcification, and minimal neck angulation was visible in the returned images. Analysis of the returned films did not reveal any clear anatomical anomalies that could explain the reported event. It is possible that this was user error; continuing to deflect the guide after it was caught on the stent graft. A device issue also cannot be ruled out; however, the device was discarded and could not be analyzed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx guide was used prophylactically in conjunction with a medtronic stent graft for treatment of a patient. It was reported that during the index procedure the evar was performed without complication. The heli-fx system successfully implanted one endoanchor. While attempting to orient the heli-fx guide to deploy the second endoanchor, the heli-fx guide was caught up on the proximal stent graft edge while being deflected. It was observed that the heli-fx guide lost its ability to deflect and correctly orient the endoanchor. This heli-fx guide was removed and replaced with a new heli-fx guide which successfully implanted a further 7 endoanchors without complication. As per the physician the cause of the event was due to user error as the physician continued to deflect the guide after it was caught on the graft. No additional clinical sequelae were reported and the patient is fine.